Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was experiencing shakiness, she could barely see and couldn¿t think straight. The patient could not recall her exact cgm value (but it was higher than her bg meter reading), while the bg meter reading was 40 mg/dl. Despite not having a full set of comparison values, the patient was alleging a cgm inaccuracy. The patient self-treated with a ¿glucose shot¿ and ¿felt better¿ after treatment. At an unspecified time later, the patient¿s bg meter reading was 275 mg/dl. There was no documentation that the patient sought any assistance from a higher level of care. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.